Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the user found some burned spots on the paddle. There was no reported patient involvement.